Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not available for eval.

Event description:
During a colon resection procedure, the instrument did not fire correctly. The surgeon applied another device without patient injury.